Event description:
Surgeon was extracting tissue during a lavh (laparoscopically assisted vaginal hysterectomy) using a karl storz forceps along with a morecellator when he felt the forceps "pop". He extracted forceps and found that the tip of the forceps had become separated from the shaft. Doctor retrieved the tip from pt. After procedure, pt was x-rayed and piece of metal was discovered. Doctor could not reach it and converted to an open procedure. An object approx 1 1/2 inches long was retrieved. Pt condition fine after both procedures and was released from hospital 3 days later.